Event description:
The event occurred on an unspecified date and involved a spinning spiros¿ where it was reported there were several complaints (not registered since lack of time, pharmacist) related to preparations of ¿study chemo¿ where ¿particles¿ were noticed after preparation, also with the ¿study medications¿ that they already prepare for a longer time. The status of the product at time of event was during after preparation. Unknown patient involvement and unknown patient harm.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. A lot number has been provided. A device history lot review is pending.

Event description:
Additional information received on 08-apr-2025. The reporter stated that after preparation particles are visible in the IV bag. The device was changed out/replaced with no further problems encountered. It was detected prior to direct patient use. No patient involvement, but delay in critical therapy. No patient harm noted.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history lot number was reviewed, and no nonconformities were found that would have led to the reported complaint. Additional information in b5, d3, and h6.